Event description:
It was reported that the patient wanted to know if his battery could run down sooner than the five years the doctor told him. The patient was having the same symptoms as before. The patient knew that it was set for ¿two seconds and off three seconds,¿ but the doctor had to turn up the volts to 17. The patient wanted to know if this could shorten the life of the battery. It was later reported the patient still had concerns regarding their device or therapy and were still having trouble. It was stated they were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2013. Additional information stated the patient had a loss of therapeutic effect. It was noted the first time the patient saw their doctor was due to a cramping sensation, nausea and a return of symptoms on (B)(6) 2013. It was noted the patient had their stimulator for two years and it worked well for two years but it was not working right at the time of report. It was stated, the patient started retaining 30 percent of food again on (B)(6) 2013. The patient saw their doctor and the voltage was increased to 4.5 volts by the physician but the increase in voltage had not helped. It was noted, the patient said their food was coming back out and the healthcare provider told them their body was just adjusting to the stimulator. Reportedly, the patient had a gastric empty and swallow test and a pressure test that conducted on their esophagus. The patient also had a procedure the day of report, (B)(6) 2014, where their esophagus was reopened and some biopsies were taken.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).